Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt was dissatisfied with her vision. The lens was exchanged with a different model.

Manufacturer narrative:
The product was returned for analysis. One haptic was broken-gusset area (not returned); the other haptic was bent-distal area. The optic was scratched and torn/split/cracked and a portion of the central optic zone was not returned. A lens bench test could not be performed due to optic damage. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l information was requested on 09/13/2007 and 09/14/2007 by mail, fax and phone. Add'l info was received 09/13/2007, 09/14/2007 and 10/08/2007 by phone and fax.